Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that emergency medical services arrived and customer was hospitalized on (B)(6) 2018 due to low blood glucose. Customer's blood glucose was 40 mg/dl. Customer was treated with food or glucose for low blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer was not using auto mode feature at the time of event. Customer was hospitalized on (B)(6) 2018 with blood glucose of 20 mg/dl. Customer alleged that the insulin pump was over delivering. The reservoir will not be returned for the analysis.